Event description:
Device 1 of 2. Reference MFR number: 1627487-2018-12736. It was reported that the patient had their ipg re-positioned on (B)(6) 2018 due to flipping inside the pocket. Surgical intervention was taken wherein the ipg pocket was decreased in size. Stimulation was restored following the procedure. It is unknown which ipg is the was revised during the pocket revision, therefore both ipgs are being reported.